Manufacturer narrative:
A ge service rep performed an on site investigation. The generator interface board and backplane were replaced during the service call. The system was tested and found to be working as intended and put back into service. This MDR is related to ge healthcare complaint number (B)(4).

Event description:
It was reported that the 9900 system locked up and the collimator closed down. No pt injury was reported.